Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/25/2021.   Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction) does the patient have known allergic history to medical device, food or medications? Was there any allergy testing performed? If yes, results? Other relevant patient history/concomitant medications are any photos available? Lot #s for products involved what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? The surgeon consulted the patient again for further allergological tests (mesh 26.5 x 21.5 ethicon, pds 3.0 thread and vicryl 3.0 thread). Skin tests came back negative. No clear argument for an allergic origin for the delayed scarring. The patient has no known allergy. A skin biopsy was performed on a recent pustulous skin lesion on the right hemi-abdomen, which showed a large pnn infiltrate with a positive local swab for staphylococcus aureus meti s. After local disinfection, the patient's nurse reported a successful outcome. The surgeon observed an abdominal hyperpressure with a very important increase in volume in this patient caused several times a day by his chronic cough, which could be an answer to this delay in scarring. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Adverse events submitted in mw# 2210968-2020-10132, and mw# 2210968-2020-10133.    To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction). Does the patient have known allergic history to medical device, food or medications? Was there any allergy testing performed? If yes, results? Other relevant patient history/concomitant medications. Are any photos available? Lot #s for products involved. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2019 and the sutures were used. It was reported that there was an evisceration cure with intra-peritoneal vicryl plate application. It was reported that the patient had allergic reactions. It was also reported that there was chronic ulceration since (B)(6) 2019. It was reported that the prescription steroids administered were betneval cream for several months in the form of a short cure (7 days - 15 days), the last cure was prescribed on (B)(6) 2020 for 15 days. It was also reported that the day of the consultation, the patient had a large patch of dry peri-ulcer eczema improved by betneval cream. No other lesion of this type at distance. The nurses perform daily care: washing with soap and water.